Event description:
The customer's family member called to report that the pt was hospitalized for dka. It was stated that the family member refused to troubleshoot the pump. The batteries were removed and the info was deleted. Also it was acknowledged that the customer has been in the hosp for the second time with dka. A replacement pump was requested.